Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 the patient had severe abdominal pain, fever and elevated crp. An xray was done and free gas in the abdomen was seen. On (B)(6) 2017 the patient received unknown IV antibiotics. On (B)(6) 2017 the crp decreased and the patient was afebrile.